Event description:
A manufacturing representative (rep) reported that a patient described having painful shocking sensations four times over the course of an hour. The shocking sensation began the saturday prior to the report. The patient was on program 2 and doing well aside from the shocking. They were directed to move to program 4 and said there were no issues so far. The patient was seen in their healthcare providers office and on (B)(6) 2016 the rep reported that impedance check was normal. The pulse width was reduced on program 2 and the patient reported no further issues and is doing well. The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.